Event description:
A discordant sodium result was obtained on an advia 2400 for one pt. The result was not reported to the healthcare provider. The pt sample was repeated on another system (il gem 4000) in the customer's lab and the corrected result was reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse repaired the system by removing a damaged 10mm section of ise buffer tubing. The new tubing was re-flanged and connected to the ise buffer line. The instrument is performing within specifications. No further eval of the device is required.